Manufacturer narrative:
The customer declined further evaluation of their device, and requested to have the device returned to them. Further evaluation could therefore not be performed, and a root cause could not be determined. The device was returned to the customer without further evaluation being done.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue, and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon in the readiness display. During device evaluation, physio-control observed that the device had all three icons on (charge-pak, attention, and service wrench) and could not be powered on. There was no patient use associated with the reported event.